Event description:
The customer tested his blood glucose and received a reading of 500 mg/dl using his contour meter. His glucose was retested using another meter and that reading was 145 mg/dl. The different between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. While troubleshooting, the customer performed control tests and received a result of 51 mg/dl. The normal control range was 107-147 mg/dl. No adverse events were alleged. The test strips are to be returned for evaluation. Replacement test strips were sent to the customer.